Event description:
It was reported that the external pulse generator (epg) turned off automatically when being used on a patient. The epg was returned to the manufacturer. The hospital staff found the problem immediately, so there was no severe injury to the patient.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, no malfunction was found after running testing three times with three new batteries. Preventatively, the main board and interconnect flex assembly was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.